Event description:
It was reported that the patient's right ventricular (rv) lead had rising and high thresholds as well as diminished sensing. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The lead was returned and analysis was performed with no anomalies found. Analysis revealed that the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. The inner insulation of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual summary analysis of the lead indicated apparent explant damage and stretching. It was noted that the lead was returned with helix retracted and tissue visible on it. The lead has been stretched so the inner tubing buckled (at various locations) and prevents the helix from functioning properly. No further helix testing possible.

Event description:
It was reported that the patient's right ventricular (rv) lead had rising and high thresholds as well as diminished sensing. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).